Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer received a no delivery alarm. The mother also reported the insulin pump could not be filled. The customer's blood glucose was over 500 mg/dl. Troubleshooting was not performed as the customer was not present along with the insulin pump. The insulin pump will not be returned for analysis.